Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's disease. It was reported the patient checked his ins implanted in the right chest with the patient programmer. He had an "ins in the box" coming up on the programmer. It was a screen the rep was not familiar with. The ins was able to be recharged as normal and it was determined it was "on" using the recharger. The patient stated he felt fine and that the deep brain stimulation (dbs) was functioning as it should. The patient had his ins implanted in (B)(6) 2018 and it had been interrogated several times since. The last time was three weeks prior with the new clinician tablet. The patient checked his ins with the patient programmer (pp) for the first time since being interrogated with the tablet the friday prior and found the warning screen coming up. The device on the left side was showing wh at was usually expected with "on" and "ok" settings. No environmental/external/patient factors were reported to have led or contributed to the issue. The rep asked the patient to check his ins in the right chest that was triggering the warning screen and attempted to find a way to clear it by using the large oval button which was used to scroll through the menu. However, the warning screen remained unchanged. No interventions/actions were taken to resolve the issue because the rep was unsure what the warning screen meant and would be contacting technical support. The issue was not resolved at the time of the report. No surgical intervention occurred or was planned. The patient was alive without injury at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated they attempted to interrogate with the clinician tablet and were unable to do so; there was an error message indicating all settings would be cleared. They then interrogated the ins with the clinician programmer and all was normal. Electrode and therapy impedance were obtained and there were no problems with the ins. The patient programmer was then used and the "ins in the box" message was no longer displayed; the patient was able to communicate with the ins normally. The rep then communicated with the ins using the clinician tablet successfully, and the error message indicating settings would be cleared was not displayed. They then used the patient programmer to check the ins's on both sides and everything remained normal. The issue was considered resolved.